Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product letter send to contact customer care.

Event description:
Consumer reported complaint for e-5 blood glucose results accompanied by symptoms. The customer is concerned with results obtained e-5. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of nausea. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/19/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer called about meter reading e-5, ran a blood with the customer using the correct application of the blood to the strips. Customer ate over 2 hrs ago and meter is still reading e-5. Customer is having nauseated since her meter is reading e-5. Asked customer to call her physician or go to see her physician.